Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of hydromorphone .2 mg/ml was intended to infuse 55 ml and instead infused 39.9 ml. Although requested additional information is not available. The customer stated a programming error is suspected; there was no patient harm.

Manufacturer narrative:
The reported infusion of the drug hydromorphone, 0.2mg/ml, having infused 39.9ml when it was expected to infuse 55ml could not be confirmed or duplicated. The pertinent information was missing in the pca event log and the associated pcu and its logs were not returned for investigation. Testing and inspection of returned pca module found no malfunctions and the device¿s accuracy to be within specification. Visual inspection observed that the device had some cracks in the front panel assembly around the socket for the pca request cord but this finding was determined to be an incidental observation that did not contribute to the customer¿s reported incident. The root cause for the alleged pca under infusion is unknown.